Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show causal relationship between the peritonitis event and the use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Although the culture resulted in negative growth, it was determined that the cause of the peritonitis event was breach in aseptic technique by the patient. ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ ¿most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.¿ based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is on antibiotics because of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 (symptoms not provided) and was admitted with a diagnosis of peritonitis. The patient was initiated on intravenous (IV) antibiotic therapy (drug, dose, frequency, and duration unknown) prior to the pd culture being obtained. The patient¿s white blood cell count was >18,000. The culture resulted negative in growth. The negative result was most likely due to the patient receiving antibiotics prior to the culture being drawn. The patient was discharged on (B)(6) 2026 with intraperitoneal (ip) antibiotic therapy (drug, dose, and frequency unknown) which was completed on (B)(6) 2026. The patient continued ccpd therapy during recovery. The cause of the peritonitis event was a breach in aseptic technique by the patient.